Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the healthcare provider (hcp). The emergency room (ER) nurse looked up the patient's discharge notes from (B)(6) and told the patient to follow-up with their managing hcp and general practitioner. The patient was instructed to keep the implantable neurostimulator (ins) off until meeting with the implanting hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient came in on the day of the reported because they ¿became incontinent¿ again and they were getting shocked by the system. The hcp reported that they sent someone to retrieve the patient¿s programmer (pp). It was noted that the patient was in the emergency room (ER). The hcp reported that they did blood work and did a CT scan and everything came back normal. The hcp reported that the patient reported that the shocking stopped after turning the ins off. The patient reported that she had not used the interstim since 2013 because she had not needed it. Additional information was received from a hcp and it was reported that the patient was continuously shocking and in pain for 12 hours. No impedance measurements were taken due to lack of access of clinician programmer.